Event description:
Arthritis [arthritis]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for the use of synvisc (first course, in (B)(6) 2011). On (B)(6) 2011, the pt initiated treatment with the second course of synvisc (hylan g-f 20) at 2 ml into an unspecified location. On (B)(6) 2011, after the third dose, swelling appeared; 25 cc of yellow transparent joint fluid was aspirated. On (B)(6) 2011, the swelling worsened and 87 cc of opacified joint fluid was aspirated, which yielded negative result for bacteria. C-reactive protein was 1.96, white blood cell count was 11400 and the body temperature was 37 degrees celsius. On (B)(6) 2011, arthroscopic synovectomy was performed. The event of arthritis was medically significant. The action taken with synvisc was not performed. The outcome for the events of knee swelling and knee effusion was not provided. The outcome for the event of arthritis was not yet recovered. Concomitant medications were not provided. The intensity for the events of arthritis, knee swelling and knee effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible. The reporting physician did not provide a relationships between synvisc and the events of knee swelling and knee effusion.

Manufacturer narrative:
Qa (quality assurance) investigation summary was received on (B)(6) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.